Manufacturer narrative:
The complaint of a hole in the catheter was confirmed for the four 20g insyte autoguard IV catheters that were provided for investigation. Three of the IV catheters exhibited a breach in the tubing near the pink catheter adapter. The material around the hole was pushed outward, which indicates that the tubing was punctured by an internal source. The material around the hole also appeared to be deformed, which is consistent with a puncture made with a blunt object. The damage appeared to be manufacturing related and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the catheter is damaged. ¿when placing an IV in this patient I noticed some blood had leak around the site. When I advanced the catheter and pulled back for lab work there was no issue with blood leaking and the IV flushed well, no patient complaints of pain or symptoms of extravasation. Upon removal of catheter plastic catheter piece had injury to it, unable to detect leak when flushing but was not smooth throughout.¿